Event description:
A blood glucose lab comparison was performed on a patient. The device read 412 mg/dl and the lab result was 160 mg/dl. Controls were in range. A request was made for the return of the suspect device but the customer declined replacement.